Event description:
Leakage from the catheter was noted during implantation surgery on (B)(6) 2014. Another product was implanted instead. No surgical delay or harm to the patient was reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
(B)(4). The catheter was visually inspected; and a tear/cut was noted, this could be due to a sharp or pointed object coming into contact with the catheter during preparation. Review of the history device records confirmed the valve product code 82-3100 with lot crbccn, conformed to the specifications when released to stock on the 14th march 2014. The root cause of the problem is probably due to a sharp or pointed object coming into contact with the catheter. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.